Event description:
Sherlock technology failed to sense wave form because it does not seat properly in the device. This defeats the purpose of the technology as the patient then needs a chest x-ray to assure proper placement. Manufacturer response for catheter, intravascular,therapeutic, long-term greater than 30 days, powerpicc provena (per site reporter). No manufacturer response to multiple (more than 10) reports of this same problem.